Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.